Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an over-infusion, a false air-in-line alarm, and a constant upstream occlusion alarm during therapy. The device was programmed to deliver 14 ml of an unknown drug in the general patient ward at a rate of 5 ml/hr. The reported amount given was 140 ml. There was no patient injury or medical intervention associated with this event and the device was swapped to continue the infusion. Additional information provided by the reporter for clarification on the volume given from the reporter stated infusion parameters were unknown. No additional information is available.

Manufacturer narrative:
Additional information: the device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Upstream occlusion alarms were verified through a review of the event history log but could not be determined if they were true or false. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Air in line alarms were verified through a review of the event history log but could not be determined if they were true or false. The device was determined to meet all product specifications related to the reported event. The reported issue could not be reproduced during the device evaluation. Should additional relevant information become available, a supplemental report will be submitted.